Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a piece of insulation that was conducting and creating sparks. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the observed arcing event it was noticed that the monopolar curved scissors instrument was near the fenestrated bipolar forceps instrument. Arcing was noticed between the two instruments. The fenestrated bipolar forceps instrument was inspected prior to use with nothing abnormal noticed. The instrument was being used to cauterize a blood vessel when the arcing was observed. The instrument was in use for approximately five to ten minutes before the arcing was observed. A conmed aspen excaliber plus esu was being used with the cut setting at 45 and the coag at 45. Coag energy was being used when the reported arcing event occurred. A permanent cautery hook instrument was being used at the same time as this reported arcing event was observed. The fenestrated bipolar forceps instrument was not removed prior to the reported arcing event, and it was reported that the instrument did not appear to be damaged prior to the event. It was reported that the instrument did not collide with any other instruments or tools during the procedure. It was reported that there was no patient injury and no intra-op or post-op complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the fenestrated bipolar forceps to have thermal damage on the yaw pulley. There was no visual damage to the conductor wires. The instrument passed an electrical continuity test.